Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed an unknown "error" message. The patient manages her diabetes with glucophage pills. The patient denied making changes to her usual dose of medications. Prior to the start of the alleged issue, the patient claims she felt symptoms of scared and dizzy. No additional treatment was specified. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "scared and dizzy" does not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged unknown "error" message remained unresolved.